Event description:
Boston scientific crm received information that this entire system was explanted due to the pt being septic. No products were implanted as replacements. The explanted products were taken to hospital pathology and will not be returned. If new information becomes available, this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed successful completion of the sterilization process. In summary, the infection was not device related.